Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that during programming of the backup controller, perfusionist experienced a vad disconnect alarm. The "disable vad stop button" had been initiated prior to beginning to programming the controller. After decreasing the speed to 1800 rpm the controller began to alarm "vad disconnected." The alarm silence adapter was put on the controller and power disconnected. The patient was issued a different back up controller. There was no reported patient injury as a result of this event. The controller was returned to manufacturer for evaluation. Evaluation of the controller revealed the device passed visual and functional testing. Review of the logs confirmed three vad stopped alarms and a pump disconnect. The heartware system instructions for use (IFU) instructs the user to press the "disable the vad stop alarm" button from the monitor set-up screen prior to applying power to the controller in order to avoid "vad disconnect" alarms during set up. The most probable root cause of the reported "vad stop alarm" event may be attributed to incorrect set up of the controller. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that during programming of the backup controller a ventricular assist device (vad) disconnect alarm was experienced. The "disable vad stop button" had been initiated prior to beginning to programming the controller. After decreasing the speed to 1800 rpm the controller began to alarm "vad disconnected." The alarm silence adapter was put on the controller and power disconnected. Another perfusionist attempted to program the controller with the same result; a vad disconnect alarm. The controller was not used for this patient. The patient was issued a different back up controller. A manufacturer's representative on site was unable to reproduce the alarm using an alternate monitor. There was no reported patient injury as a result of this event. The controller was returned to manufacturer for evaluation.